Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped. Oversensing, noise and pacing inhibition was noted. It was determined that this lead had fractured. No adverse patient events were reported.